Event description:
The customer reported a clenz leak of approximately 10 ml from the bottom of the lh 500 hematology analyzer which was noticed after instrument shutdown. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the countertop. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone to replace the damaged tubing on the main diluter. The customer replaced the normally closed tubing at pinch valve pv36 to resolve the leak. Failure mode is attributed to a hole in the tubing at pv36 on the main diluter. (B)(4).